Manufacturer narrative:
The calibration performed on (B)(6) 2021 had lower values for both calibrator levels. The customer replaced the reagent pack and pinch tube valves. A calibration was performed and the results were acceptable.

Event description:
There was an allegation of questionable elecsys troponin I stat immunoassay results for five patients from the cobas 6000 e 601 module. Patient 1 initial result was 0.234 ug/l with a data flag. The repeat results were 0.269 ug/l with a data flag and 0.100 ug/l with a data flag. Patient 2 initial result was 0.200 ug/l with a data flag. The repeat results were 0.100 ug/l with a data flag and 0.100 ug/l with a data flag. Patient 3 initial result was 0.318 ug/l with a data flag. The repeat results were 0.411 ug/l with a data flag and 0.133 ug/l with a data flag. Patient 4 initial result was 0.196 ug/l with a data flag. The repeat results were 0.229 ug/l with a data flag and 0.100 ug/l with a data flag. Patient 5 initial result was 0.210 ug/l with a data flag. The repeat results were 0.181 ug/l with a data flag and 0.100 ug/l with a data flag. The final repeat result was reported outside of the laboratory. The reagent lot number was 511356 with an expiration date of 31-jan 2022.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined. As the issue was resolved after the pinch tubes were replaced, the event was most likely due to overdue maintenance.